Event description:
N/a.

Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) was not possible because the lot information was not provided. Since no sample was returned for evaluation a root cause determination is not possible. However, it is unlikely that the sponge was the cause of the complications stated in the complaint (infection, cfs leak after a few weeks). There are controls in place during the process such as gowning practices, manufacturing/packaging-controlled rooms (iso 7), area and product monitoring, bioburden program, bacterial endotoxin test (bet) at different steps of manufacturing and to the fg product, and validated overkill approach terminal sterilization cycle. Duragen products are supplied sterile, in single use, double peel packages. Contents of the package are guaranteed sterile and non-pyrogenic unless the package is opened or damaged. Additionally, the IFU addresses possible complications such as infections "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility expressed concern about 4 cases in which duragen was used and the patients had complications post procedure. This report is 4 of the 4 linked to mfg report numbers: 1121308-2021-00049, 1121308-2021-00050, and 1121308-2021-00051. Duragen (id3301i) was used in a pineal tumor removal procedure on (B)(6) 2021. The following are the series of event following the patient's discharge on (B)(6) 2021: on (B)(6): leaking wound with yellow patch/fittings is detected 13 days later. On (B)(6): removal of skull hatch, duodenum is left on site. On (B)(6): permanent leakage. On (B)(6): wound revision with repositioning of external lumbar drain, duragen is still left on site. Overall, the patient underwent re-admission, antibiotics, 2x re-intervention, emotional discomfort, re-intervention to repair the bone defect in the future.